Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: moisture was observed through the internal components of the pump. The pump would not power on due to the moisture damage. A display lens leak was observed during leak testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging evidence of moisture behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.